Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio reflect meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. It was not reported when the alleged meter inaccuracy began. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿4.7 and 3.7 mmol/l¿ with the subject meter on (B)(6) 2020 at 7:45 am and 8:25 am respectively. The patient manages their diabetes with oral medication (2 pills metformin in the morning) and insulin (10 units of humalog at lunchtime, 14 units of humalog at suppertime, 46 units of basaglar at bedtime). It was not reported if the patient made any changes to their usual diabetes management regimen in response to the elevated results. The patient reported that they started to develop symptoms of ¿shakiness, tiredness and nausea¿ at 7:45 am, after the alleged issue began. The patient claimed they consumed sweet foods (such as ice cream, jelly beans, chocolate bar) between 7:45 am and 8:25 am as self-treatment for the symptoms. The patient denied using any other device to test their blood glucose. On (B)(6) 2020, the patient reportedly received advice from their diabetic doctor to lower the dose of basaglar by 4 units to 42 units at bedtime. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.